Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message "sensor not working" during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined via data. No injury or medical intervention was reported.